Event description:
The manufacturer representative reported difficulty with removal of the lead end cap which resulted in high impedances on electrode #4 (>4000 ohms, current<15ma). The representative also reported, the hcp bent the tunneling tool in several different directions to aid in tunneling and the obturator ultimately snapped in the middle of the device when pulling back.

Manufacturer narrative:
.